Event description:
On 18-aug-2025 the caregiver reported that one connector provided in the box was defective and would not turn. No adverse health effects were reported and blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.